Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
(B)(4). The root cause of this event cannot be conclusively determined. The subject device is not available for evaluation as it was discarded. There is no information suggesting there was any malfunction or deficiency of the edwards valve. It was noted in the operative report that the valve looked ok with proper functioning leaflets and the surgeon did not find any significant tissue degeneration. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a bioprosthetic aortic valve, implanted for one (1) year and 11 months, was explanted due to stenosis. It was noted that the valve itself looked ok with proper functioning leaflets and the surgeon did not appreciate any significant tissue degeneration. The explanted device was replaced with another edwards bioprosthetic aortic valve. It was also noted patient had an edwards tricuspid annuloplasty ring and a non-edwards mitral valve implanted on the same day. The patient came off bypass with some inotropic and pressor support and had good hemostasis. The patient was transferred to the ICU. Post-op course was complicated with vasoplegia/cardiogenic shock, ards, respiratory failure requiring tracheostomy, small embolic cvas, and then had a large brain hemorrhagic mass with herniation and hydrocephalus., metabolic encephalopathy, and fevers. Tee confirmed no evidence of endocarditis or vegetation. The patient was made comfort measures due to her neurological deterioration and expired on one (1) month and seven (7) days after surgery.